Manufacturer narrative:
Final analysis found burn marks and burnt components on the main circuit board of the ac power adapter, which resulted in the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the transmitter would not power on when connected to a working outlet. The transmitter was replaced.